Manufacturer narrative:
Photo evaluation summary: the exact cause of the reported aaa expansion could not be determined from the 2 still photographs showing the a portion of the implanted devices during the open conversion. The anatomy at implant is unknown and no films were available for assessment of the stent graft in-vivo configuration including review of any potential endoleak prior to the explant. The explanted device was discarded; therefore, a comprehensive analysis of the explanted devices also could not be performed. The reported fabric tear seen near the bifurcate flow divider during the explant could not be confirmed or ruled out from the photos. A potential fabric hole measuring ~4mm long x 2mm wide was observed just below the flow divider near the origin of the ipsilateral/right limb. However, lack of returned cine¿s did not allow further confirmation of this hole or any other possible active holes that may have been the source of a type iiib fabric endoleak. It is also possible that the source of a potential endoleak and aaa expansion may have been from another endoleak location and/or endoleak type not observed during the open repair or seen in the photos. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). Stent graft angulation and aneurysm morphology changes during the implant duration may have also exacerbated the fabric abrasion wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c95ee, serial/lot #: (B)(4), ubd: 22-jun-2013, UDI #: 00613994644183; product ID: enlw1620c120ee, serial/lot #: (B)(4), ubd: 12-jun-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. It was reported that aneurysm enlargement to 71 mm was subsequently observed. Cta could not localize an endoleak, however a type iii endoleak was suspected. Three additional endurant ii limbs were implanted in the patient to reline the limbs as treatment approximately eight years post the index procedure. Heli-fx endoanchors were also implanted prophylactically around the proximal section of the main body. However, a blush was still observed on the completion angiogram. Five days later the endurant main body stent graft was partially explanted as treatment. It was noted that the patient was asymptomatic. The proximal and distal fixations of the main body were left intact and the device was replaced with a synthetic graft. It was reported that during the explant of the device, the surgeon noticed a 6-8 mm hole/defect at or near the flow divider or the main body. As per the physician, the cause of the events could not be determined. No additional clinical sequelae were reported, and the patient is fine.